Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.